Manufacturer narrative:
Additional information: d9, h3, h6 the reported complaint of the inability to remove the set screw from the device header was confirmed. Analysis found the user of the torque wrench made multiple incorrect insertions through the septum and into the setscrew inset. The incorrect wrench insertions punched-out numerous pieces of the septum that filled the setscrew inset. The septum punch-outs caused the wrench to slip around in the inset and strip the inset. After the inset was stripped it could no longer be engaged to untighten the setscrew. No device anomalies were found, and the problem was caused by the user¿s incorrect use of the torque wrench. The device is electrically normal and was above elective replacement indicator (eri) when received.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the explant procedure due to normal battery depletion, the set screw was unable to be unscrewed from the header. The associated lead had to be cut and capped in order to remove the device. A new device was implanted and the patient was stable with no consequences.